Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-26275. It was reported that the patient experienced an infection and presented for a follow-up in clinic. It was noted that there was presence of pocket erosion and pocket infection and the physician believed the infection could be related to the patient's diabetes. The patient went into coma and was moved to the intensive care unit; it is unknown what the cause for the coma is. The system remains implanted. The patient was in stable condition.